Manufacturer narrative:
The customer reports that when the alarm settings are changed on the bsm (bedside monitor), they revert back to the original alarm settings. The bsm is a standalone and is not being viewed on the cns. The clinical support at nihon kohden provided assistance; however, the customer had done everything correctly. When following up with the customer, the customer states that they have not had any complaints on this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reports that when the alarm settings are changed on the bedside monitor, they revert back to the original alarm settings.